Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power and low voltage hazard alarm was confirmed via the submitted log file. The submitted log file contained approximately 14 days of data (19sep2018 to 03oct2018) 2018 per the timestamp). The no external power and low voltage hazard alarms were active on (B)(6) 2018 at 20:57 due to a momentary loss of power from the mpu; mpu power was restored after approximately 3 seconds. The pump speed momentarily dropped below the low speed limit when external power was lost, but was immediately restored and remained above the low speed limit for the remainder of the log file. Prior to the loss of external power, the pump maintained a speed above the low speed limit. The system controller backup battery supplied power to the system when external was lost. There were no other notable alarms active in the log file. Technical services advised the patient to order a locking power cord for the mpu by contacting the clinical specialist if the patient does not have one. The root cause of the reported event was not conclusively determined through this analysis. Heartmate ii instructions for use (doc. #106020, rev. H) section 3-¿powering the system¿ and heartmate ii patient handbook (doc. #106022, rev. G) section 3-¿powering the system¿ explain how to properly use the mpu. Heartmate ii patient handbook (doc #106022, rev. G) under section 5, entitled ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (doc #106020, rev. H) under section 1, entitled ¿introduction¿ explains all pump parameters, including pump speed. Section 2, entitled ¿system operations¿, informs the user of how to view the pump parameters on the system controller screen. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 19 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient had 2 syncope episodes within the past few months. A summary of the log files revealed the a no external power/ low power event on (B)(6) 2018. It is thought to be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During this event the controllers internal battery supplied power to the pump as designed. Patient remains on lvad support. No additional information as provided.